Event description:
Rptr noted occlusion error message during frag. Changed cassette and tip with no improvement. Increased aspiration, then changed to new handpiece, cassette and tip. Finally, switched out unit to complete the case. No pt injury, but case was delayed, and surgeon felt this could cause injury.